Event description:
Pt reported 3 weeks after the event that foley catheter seemed to 'get stuck' as it was being removed post-op day 1. Reported, nurse had to pull on catheter to remove it, and was very painful for her. Nursing staff did not notice the presence of a cuff upon balloon deflation. However, we have had 6 other events with known cuffing of balloon. Date of use: (B)(6) 2017. Diagnosis or reason for use: during hysterectomy.